Event description:
It was reported that the customer sent the v60 unit to the international service center for routine periodic maintenance. During servicing, the technician identified the unit did not recognize ac power. The unit would not power on, and the on/shutdown led indicator on the v60 front bezel was blinking every 1/sec. There was no patient involvement.

Manufacturer narrative:
Power management board was received at the v60 vent manufacturing facility for evaluation. Visual inspection revealed damage to diode d37. The returned board was installed in the manufacturer's test ventilator in an attempt to duplicate the reported problem. The on/shutdown /power led was blinking yellow/green when connected to ac for about 10 seconds and would then be lit yellow but the vent did not start up. The 12vc voltage that powers the 5v sleep voltage converter u49 was only 2.9v. The failure was traced to diodes d37 and d3 which had failed. Power management board was removed from the test ventilator, and both diodes d3 and d37 were replaced. The board was re-installed to repeat the testing, this time, the unit passed all testing and operated within specifications. UDI #: ((B)(4).